Event description:
It was reported that during an open colon procedure, the active blade broke off. The blade did not fall into the patient. Another device was used to compete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.